Event description:
Per the clinic, the patient was placed under extended anesthesia on (B)(6) 2013, due to mispackaging of drill kit.

Manufacturer narrative:
The root cause was a process error, and the process was corrected. This report is filed october 3, 2013.

Manufacturer narrative:
(B)(4)